Event description:
Per the clinic, it was reported that the patient underwent skin revision surgery (B)(6) 2020 in order to convert the patient to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Manufacturer narrative:
This report is submitted on 9 february 2021.

Manufacturer narrative:
It is now reported that the infection was treated with antibiotics (type of antibiotic unknown). This report is submitted on december 21 2020.

Event description:
It is now reported that the infection was treated with antibiotics (type of antibiotic unknown).

Event description:
Per the clinic, the patient experienced infection around the abutment site. Revision surgery is planned but has not taken place as of the date of this report.